Manufacturer narrative:
The investigation determined that a lower than expected dgxn result, was obtained on a single patient sample while using the vitros 5,1 fs chemistry system. An ocd field engineer repaired the immunorate metering subsystem to return the instrument to expected operation. The root cause of this event is instrument related.

Event description:
This customer observed a lower than expected vitros dgxn quality control result on one patient sample while using the vitros 5,1 this customer observed a lower than expected vitros dgxn patient sample results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were reported outside the laboratory. Once identified, a corrected report was issued for the patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)